Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: 2009, inratio: 2.2, lab: 8.0. Patient had a lab test (labcor) yesterday inr 8.9. Today, hospital lab inr 8.0, 15min later, inratio inr 2.2, repeat 2.2. Target range is 2-2.5. Patient is not on heparin or lovenox. No bleeding symptom.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2009, inratio: 2.2, lab: 8.0, mean: 5.10, confidence limits: unable to determine; 8.9 inr was excluded from comparison test since tests were done more than three hours apart. Three hours is considered by the manufacturer a reasonable length of time between two readings in order for comparison to be valid. Since time of test exceeded three hours there is a high possibility that the discrepancies are due to changes in the status of the patient. The mean is >5.0 and the difference is greater than 2.2. These results are considered inaccurate within the context of the documented variability for inr testing. Additional testing/investigation is required.